Manufacturer narrative:
Issue described to agency in recall.

Event description:
Pt reported that she removed her infusion device from her pocket and she noticed that the infusion set tubing had come apart where the tubing and luer lock connect. The inner tubing of the infusion set was still connected. The pt did not notice any insulin leakage. The pt's blood glucose did elevate to 408 mg/dl. The pt's normal blood glucose range is 100-180 mg/dl. The pt changed out her infusion set, bolused, and set a temporary basal rate increase at 120% to gradually bring her blood glucose down. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.